Event description:
It was reported the nursing staff were about to bathe the patient when they heard a "pop" and saw blood coming from the central line. The line was immediately clamped and provider notified. The line was then removed. The line had been placed in the subclavian vein for 1 calendar day. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned; however, the customer provided two photos for analysis. The complaint of extension line/luer hub separation was able to be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of extension line/luer hub separation was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the nursing staff were about to bathe the patient when they heard a "pop" and saw blood coming from the central line. The line was immediately clamped and provider notified. The line was then removed. The line had been placed in the subclavian vein for 1 calendar day. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).